Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the nurse noticed a bd nexiva¿ diffusics¿ closed IV catheter system had a pin hole on the catheter close to the junction platform. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. The device history report for lot number 7327591 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7327591 was manufactured november 2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. A sample could not be obtained for the purpose of the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Based on the risk priority number and trend not confirmed, no CAPA was opened since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use the nurse noticed a bd nexiva diffusics closed IV catheter system had a pin hole on the catheter close to the junction platform. There was no report of exposure, serious injury or medical intervention.